Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead had high pacing threshold measurement due to patient condition. Instead of implanting a new rv lead, the physician chose to implant a new cardiac resynchronization therapy defibrillator (crt-d). During follow-up testing the day after implant, it was noted that the right atrial lead and the pacing/sensing portion of the right ventricular lead were reversed in the header of the device. An additional procedure was done to disconnect the leads and reconnect them properly and all measurements were within normal range. The newly implanted device and right ventricular lead remain implanted. No adverse patient effects were reported following the procedure.